Event description:
The programmer was returned as a trade-in and was subsequently found during manufacturer's analysis to have a noisy system fan, worn left and right upper hinges, a noisy power supply fan, scratched upper hinge plate, rear display cover assembly and overlay bezel, damaged lower case and power cord bay assembly latches broken, it was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, it was noted that the cable was damaged and needed to be replaced. It was being sent on for repair and restock. (B)(4).